Manufacturer narrative:
On (B)(6) 2018. We got the following details after the revision surgery: "he explanted the head and liner. He replaced with the same size liner and used the head of another company". Batch review performed on 26 june 2018. Lot 173294: (B)(4) items manufactured and released on 05 september 2017. Expiration date: 2022-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Impact hcat hooded pe hc liner ø36/e code 01.32.3644; lot. 168489 (k103721): lot 168489: (B)(4) items manufactured and released on 08 march 2017. Expiration date: 2022-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 28 june 2018 the medical affairs director made the following analysis: recurrent dislocation in a cementless tha patient, who was revised 6 months after primary. The patient shows an asymmetric and narrow pelvis: the peculiar anatomy probably drove the cup to be placed with pronounced anteversion and this may have been the cause for subsequent dislocations. There is no reason to suspect a faulty device.

Event description:
The patient came in complaining of pain 6 months after primary: chronical dislocation detected. The surgeon plans to revise the patient on (B)(6) 2018.